Manufacturer narrative:
Literature citation: preisendorfer, s., et al. (2025). A real-world comparison of left atrial appendage occlusion using two commercially available devices. The american journal of cardiology, 257, 1-6. D1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that serious injuries occurred. A retrospective article following left atrial appendage closure (laac) procedures utilizing the watchman flx device in a real-world comparative analysis. The study retrospectively evaluated 194 patients who underwent watchman flx implantation between september 2021 and june 2023 at five hospitals within a large u.s. Healthcare system. In summary, the literature reports serious adverse events associated with watchman flx implantation procedure where a watchman access system (was) was likely used, including femoral pseudoaneurysm, hematomas and minor bleeding events which occurred in-hospital. Literature citation: preisendorfer, s., et al. (2025). A real-world comparison of left atrial appendage occlusion using two commercially available devices. The american journal of cardiology, 257, 1-6.

Manufacturer narrative:
Literature citation: preisendorfer, s., et al. (2025). A real-world comparison of left atrial appendage occlusion using two commercially available devices. The american journal of cardiology, 257, 1-6. D1: brand name is blank because the device is known to be a watchman access system, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman access system was retained by the customer; therefore, returned device analysis could not be completed. Device history record review the batch number of the watchman access system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pseudoaneurysm, hematoma, and bleeding (minor hemorrhage). Risk review as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the events of pseudoaneurysm, hematoma, and bleeding (minor hemorrhage) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via journal article that serious injuries occurred. A retrospective article following left atrial appendage closure (laac) procedures utilizing the watchman flx device in a real-world comparative analysis. The study retrospectively evaluated 194 patients who underwent watchman flx implantation between september 2021 and june 2023 at five hospitals within a large u.s. Healthcare system. In summary, the literature reports serious adverse events associated with watchman flx implantation procedure where a watchman access system (was) was likely used, including femoral pseudoaneurysm, hematomas and minor bleeding events which occurred in-hospital. Literature citation: preisendorfer, s., et al. (2025). A real-world comparison of left atrial appendage occlusion using two commercially available devices. The american journal of cardiology, 257, 1-6.